Manufacturer narrative:
As no clinical details were reported, the cause of the bleeding could not be determined. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had a cp supporting a dtu study patient. During the support there was an ooze at the access site. When the rhc was done the team decided to treat the ooze and how dry the patient was with 1 unit of red blood cells. There was no other intervention needed. The harm was not lasting.